Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to pocket dehiscence & infection. There were no additional adverse patient effects reported. This implantable lead was surgically abandoned.

Manufacturer narrative:
This supplemental report was created to update d6b: explant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to pocket dehiscence & infection. There were no additional adverse patient effects reported. This implantable lead was surgically abandoned. Additional information indicated that this surgically abandoned lead was already explanted due to pocket dehiscence with device exposure.